Manufacturer narrative:
(B)(4). (B)(6). The device was returned for an unspecified malfunction. Reliability engineering evaluated the device and observed that the device had a drilled tip. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to component damage due to user error. This type of damage is indicative excessive side loading causing the cutter to flex and to come in contact neuro tip. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that the during service and reapir pre-testing, it was observed that the craniotome device had a drilled tip. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.